Event description:
It was reported that syringe 1.0ml 1/2in 90 bx 450 mo has molding defects. This was discovered during use. The following information was provided by the initial reporter: material no: 328278, batch no: 9028864. It was reported that insulin syringes that are bowed or curved and the needle at a weird angle. Hi, I am a both a clinician and patient who has always believed strongly in your injection products but must report I have purchased a box of 1 ml 100 unit 30 g 12.7 mm insulin syringes that are bowed or curved and the needle at a weird angle.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Consumer reported a box of 1 ml 100 unit 30 g 12.7 mm insulin syringes that are bowed or curved and the needle at a weird angle. The customer provided three (3) photos showing three different views of the shelf carton for bd insulin syringes from lot: 9028864, however, none of the photos depicted the syringes with the alleged issues. As no issues were observed in the photos provided, the alleged defects could not be confirmed. A review of the device history record was completed for batch#: 9028864. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications [200803848, 200796315, 200803843, 200803325, 200796311, 200796252, 200794810, 200795749] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 1/2in 90 bx 450 mo has molding defects. This was discovered during use. The following information was provided by the initial reporter: material no: 328278, batch no: 9028864. It was reported that insulin syringes that are bowed or curved and the needle at a weird angle. Verbatim: hi , I am a both a clinician and patient who has always believed strongly in your injection products but must report I have purchased a box of 1 ml 100 unit 30 g 12.7 mm insulin syringes that are bowed or curved and the needle at a weird angle.